Event description:
It was reported that during a follow-up check, rapid increase of capture threshold was observed. A chest x-ray revealed that the generator was rotated inside body and atrial lead had dislodged. The patient is being monitored with no additional treatment. The lead is left inside the body. There were no adverse effects and the patient's condition has not changed before and during, and after the discovery of the dislodgement.